Event description:
Reporter alleged blood glucose measured 287 mg/dl at 8:10 pm back to back with a result of 103 mg/dl at 8:12 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.